Event description:
During the procedure, bilateral femoral access was obtained. At some point there was an iliac rupture. The report is unclear if this happened prior to stent insertion or if the physician was direct stenting to stop the bleed. The physician says he placed several stents. It was believed that the rupture was solved at that point. Another surgeon was called in for consult. He also believed that there was no longer any bleeding.

Manufacturer narrative:
Upon completion of the investigation a f/u report will be submitted. Related reports: 1219977-2014-00237, 00238, 00239, 00217.